Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral antegrade approach. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. After a guide wire crossed the lesion, a 3.0mmx40mmx135cm sterling balloon catheter was used to dilate the lesion; however, upon inflation the balloon ruptured. The procedure was completed with a non-bsc device. No patient complications were reported.